Event description:
Reportedly, according to data retrieved from maestro 11 all channels were deactivated in (B)(6) 2025, for unknown reasons. A revision surgery was performed to reposition the electrode anteriorly.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a revision surgery due to a dislocated electrode. However it has not been clarified if the electrode migrated post-operatively out of cochlea or was misplaced during initial surgery. The electrode was inserted successfully during revision surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, according to data retrieved from maestro 11 all channels were deactivated in (B)(6) 2025 for unknown reasons. A revision surgery was performed to reposition the electrode anteriorly further information has been requested.